Manufacturer narrative:
Called out to an incident reported by the patients parents in that the pin for the seat tilt actuator had come loose. The patient was sitting at the table when the pin became detached and the seat tilted forward quickly, throwing the patient forward against the table top. The rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).

Event description:
Called out to an incident reported by the patients parents in that the pin for the seat tilt actuator had come loose. The patient was sitting at the table when the pin became detached and the seat tilted forward quickly, throwing the patient forward against the table top. The rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).